Event description:
Reporter states the device was used on a patient that had an accidental ingestion of heating oil. When removing the device from the patient, the inflation balloon detached from tube and was left in the rectum. The product had been in use for 5 days.

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is likely to cause or contribute to a serious injury. The balloon of the flexi-seal fms device was said to have become detached from the rest of the catheter and was dislodged in the rectal ampulla on removal of the device. No other details are known at this time. A questionnaire has been sent out to the user facility to enable us gather more information. The used product was returned on (B)(4) 2013. The fms signal device smelled of diesel fluid. The balloon arrived separately from the catheter. The balloon material was fractured in many places. The top of the catheter where the balloon was adhered was also fractured. The blue color of the irrigation port indicated the manufacturing site. The product could not be tested against specification. Used evaluation is limited to what can be done inside the contaminated hood. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. Reported to FDA on (B)(4) 2013.

Manufacturer narrative:
Additional information was received on september 15, 2015. Based upon the complaint description, photos provided and the observation performed it appears that the sample had disintegrated in several areas due to contact with the heating oil. The device is made of silicone material and it would not normally be expected to come in contact with heating oil in a clinical setting. No lot number was available so therefore no batch record review could be reviewed. No previous investigations are available. No detailed batch review could be performed since no lot number was available. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).